Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported issue was not duplicated. The cause could not be determined. The device tested normally during evaluation.

Event description:
It was reported that the pump showed system fault 42224, indicating a user interface timeout. The customer alleged the issue occurred during infusion. There was no patient harm/adverse event reported.